Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information received, it was reported by the sales rep via phone that during a rotator cuff repair the cordcutter is getting stuck, the rep stated that it seems like a spring issue. The complaint device was received and evaluated. Visual observations reveal that the device was dull and appears worn, indicating device was used. The functionality was performed and a thread was loaded. As result friction and interference were felt when was sliding the inner shaft through the shaft assembly. However, the device cut cleanly the thread as intended. Since this is a reusable device, this failure has possibly occurred after using it in this manner for many procedures. A manufacturing record evaluation was performed for the finished device lot number [15k01], and no non-conformances were identified. The complaint can be confirmed. As per IFU-108484, the instructions when cleaning articulating instruments, (those with moveable parts), brush with a soft non-metallic bristle brush to remove all traces of blood and debris. Pay close attention to threads, crevices, seams, and any hard to reach areas. Actuate any moveable mechanisms, such as hinged joints, box locks, or spring-loaded features, to free trapped blood and debris. The possible root cause for the reported failure can be attributed to an improper cleaning of the device/spring during sterilization cycle to free trapped blood and debris or can be associated with the normal field wear of the device from repeated use and sterilization cycles. This cannot be conclusive determined. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). Device manufacture date is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep that during a rotator cuff repair procedure on (B)(6) 2020, it was observed that the cordcutter device was getting stuck and may have a spring issue. It was not reported if there were any delays in the procedure. Another like device was available for use. There were no adverse patient consequences reported. No additional information was provided.